Event description:
As reported, the cutting balloon was dilated first at 6 atm and secondly at 8 atm. After the second inflation, a perforation was noted in the diagonal. A jomed stent was placed to seal off the perforation. While placing the stent, it was "snow-plowed" causing the plaque to move into the lad and the physician was unable to treat the plaque. The pt was sent for CABG surgery and is reported as doing good.